Event description:
Reporter alleged obtaining discrepant blood glucose results of 79 mg/dl back to back with a result of 147 mg/dl when testing was performed 10-15 minutes a part on the compact system. Reporter stated self treating with food however, no other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.